Event description:
Related manufacturer reference number: 2017865-2021-09485. It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the atrial lead had high pacing lead impedance above 2000 ohms and a mode switch episode due to electromagnetic interference. The patient presented for a revision procedure where it was observed the atrial lead was not fully inserted into the header. The implantable cardioverter defibrillator had a defective header that was unable to fully accept the lead. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was completed. No device problem found.